Event description:
Reporter indicated a vns wand would not interrogate patients despite having a good battery and using proper technique. The wand has been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.